Manufacturer narrative:
Results: physician's assessment that event was related to patient's anatomy. Conclusions: physician's assessment that event was related to patient's anatomy.

Event description:
Patient underwent allergy testing to assess if patient was hypersensitive to the stent. Results of testing was negative and concluded that the patient did not appear to have type IV hypersensitivity to the stent. In discussion with the patients primary cardiologist the cause of the restenosis was felt to be anatomic.

Manufacturer narrative:
Evaluation, results: (root cause could not be identified); inherent risk of procedure (reaction, stent thrombosis); no results available since no evaluation performed (device or procedural images were not returned for review). Conclusions: (root cause could not be identified); inherent risk of procedure (reaction, thrombosis); unable to confirm complaint (device or procedural images were not returned for review). (B)(4).

Event description:
The patient received a resolute integrity drug eluting stent during the index procedure. It is reported that approximately 4 months post the index procedure, the patient developed 90% restenosis and was experiencing chest discomfort. The patient also reported there was an area of possible thrombus. The patient reports they were 100% compliant to the prescribed medications. The patient reported that they would undergo allergy testing to the materials in the stent. No other clinical sequelae reported.